Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified right anterior tibial artery. After a 6fr non bsc sheath was placed in the right femoral artery, a 6fr 55cm mach1 guide catheter and a non-bsc guide wire were used to cross the lesion. However, angiography confirmed that the distal tip and the radiopaque part on the spring of the non-bsc guide wire moved apart from each other. The non-bsc guide wire was replaced with a new non-bsc guide wire and crossed the lesion. Then a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Another coyote was used to dilate the lesion. A 3x40mm coyote es mr was used for additional dilatation and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon, with the balloon loosely folded. Magnified inspection identified a pinhole in the balloon wall 10mm from the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified right anterior tibial artery. After a 6fr non bsc sheath was placed in the right femoral artery, a 6fr 55cm mach1 guide catheter and a non-bsc guide wire were used to cross the lesion. However, angiography confirmed that the distal tip and the radiopaque part on the spring of the non-bsc guide wire moved apart from each other. The non-bsc guide wire was replaced with a new non-bsc guide wire and crossed the lesion. Then a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Another coyote was used to dilate the lesion.a 3x40mm coyote es mr was used for additional dilatation and the procedure was completed. No patient complications were reported and the patient's status was good.